Event description:
Additional information was provided that the patient also experienced hyperemia and vitreous clouding. Bacteriological testing was not performed. Symptoms recovered after initial medical treatment. The clinical judgment of the inflammation was determined to be considered noninfectious.

Event description:
A doctor of ophthalmology reported that aseptic endophthalmitis was observed following an intraocular lens (iol) implant procedure. The patient experienced a decrease in vision and inflammation. The symptoms resolved after the use of steroid medication (internal and ocular).

Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since mid-(B)(6) 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(6) market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols. The lens was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The customer indicated the use of an approved cartridge, and handpiece with an unqualified viscoelastic for the lens/cartridge combination used. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).